Event description:
The patient reported that the pump had a damaged keypad and was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged keypad and a damaged trace in the power circuit.